Manufacturer narrative:
Date sent: 9/18/2007. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastrectomy there was bleeding during the use of the device. There was a coagulation issue with the device. It is unk how much blood was lost, however a transfusion was not required. No further info is known. Another device was used to complete the case. There was no adverse consequence to the pt.